Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that the patient spoke with the manufacturer representative (rep) and had the device adjusted. Additionally, normal and abnormal outcomes were reviewed with the patient. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by patient regarding an external neurostimulator (ens) for urge incontinence and urgency frequency. The patient had program changed. The patient stated that she it gave her retention because she did not void overnight last night. She did also mentioned that the retention was a good thing from what she did before. No further complications were reported/anticipated.